Event description:
The customer reported that there was a speaker malfunction error, and the audio was not working. It is unknown if the device was in use at time of event, and there was no adverse event reported. A philips remote service engineer (rse) spoke to the biomedical engineer, and the director of ICU initially stated that there was a "mx800 speaker malfunction error across 5 ICU's with 16 beds each." The rse sent x3, mx450, and mx800 service guide to the biomedical engineer via sdt. The rse recommended that the biomedical engineer take time to try to witness the exact error message on bedside monitoring equipment. A field service engineer (fse) went onsite to fully investigate the issue, as there was initially indication of a widespread issue. The fse confirmed with the biomedical engineer regarding the initial high frequency speaker malfunction, and the biomedical engineer advised that there were 14 total x3's that the customer repaired. The fse advised that the customer replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker.